Event description:
It was reported that the zimmer dermatome had shredded the graft. It was noted that the graft was not able to be used and an additional donor harvest was required to complete the procedure. It was reported that the additional skin graft would result in increase scarring for the patient, but that no surgical or medical intervention had been required. The planned procedure completed without further incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 23 years old and was last returned to the manufacturer for repair on (B)(6) 2010. The inspection found that the device had a damaged control bar and head. The hose and all the width plates were damaged. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. This is a re-usable device, subject to normal wear and tear. According to the instructions for use included with the device, the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.